Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a transversal cut in the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a two centimeter long cut in the tubing. This was identified while priming the set with an unknown saline solution. There was no patient involvement. No additional information is available.